Event description:
Two days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2005 a taxus express2 2.75x16mm drug eluting stent was placed in the proximal lad. It is unknown when the patient was discharged. The patient returned to the clinic on the 2nd day with crushing central chest discomfort for the previous hour and a half. The patient was hemodynamically stable. The EKG showed 1mm st elevations in the antero-septal leads and reciprocal st depression in the inferior leads. Due to ongoing chest pain, metalyse 10,000 units and heparin were administered. After about an hour and a half, the patient was virtually pain free. St elevations had been as high as 10-12mm and when the chest pain subsided, were back down to 3-4mm in the antero-septal lead. The patient had suffered an acute myocardial infarction which the physician attributed to the taxus stent and "almost certainly exacerbated by the fact the patient was smoking in the immediate perioperative period". The physician did not plan any angiography unless the patient had recurrent chest pain. Additional information has been requested.